Event description:
A 24 mm diameter x 14mm diameter x 13.5 cm aneurx bifucated stent graft and its components were implanted in a pt for the endovascular treatment if an abdominal aortic aneurysm. Aneurysm morphology is unk and it was reported the pt had an ecstatic common iliac artery. Currently a type of 1 endoleak was found distally. The right common iliac artery was required to be a coil embolized and a 16 mm diameter iliac limb was implanted and extended down the artery. The type 1 endoleak was successfully resolved. No additional clinical sequale were reported.